Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the iliac artery with mild tortuosity and mild calcification. The lateral approach was taken to deliver the 3.0 x 39 mm omni elite stent delivery system (sds) to the bifurcation of iliac artery; however, the sds could not cross due to the anatomy. During removal, the sds could not be removed into the sheath, as the stent struts had become flared. The sds and the sheath were removed as a single unit. During removal of the devices, the stent stretched. A new omni elite sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in lab environment as it was based on case circumstances. The stent damage and difficult to remove or resistance with the introducer sheath was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.